Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philip remote service engineer (rse) tried power cycle the system, but the issue persisted. Upon troubleshooting, the philips field service engineer (fse) found the faulty solid-state drive (ssd). To resolve the issue, the fse replaced the ssd and reloaded the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.